Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the high bg issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer passed out and was rushed to the emergency room where they were admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1000 mg/dl; cause was not known and high ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and customer was released from the hospital on (B)(6) 2023. Customer reverted to an alternate method of insulin delivery.